Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the error, allowing them to successfully start their sensor session.